Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00181. Surgical intervention was undertaken on (B)(6) 2019. The left lead was found to have high impedance on all contacts. The left lead was explanted, and excessive scar tissue was noted. A new lead was not implanted due to the scar tissue, and the physician moved the right lead slightly down and more midline. Bilateral coverage was established with the single octrode. All impedances were within normal limits. Issue resolved.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00181.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00181. It was reported the patient's system would not go into MRI mode. As a result, surgical intervention may be undertaken to resolve the issue.